Manufacturer narrative:
Updated b.5 and section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided that a pre-implant dilation was performed. The cusp overlap technique was performed. Per the physician, the cause of the dislodgement was a paddle didn't get away from delivery catheter system (dcs) and was pulled back too fast. Per the physician, the patient's small ascending aorta and horizontal annulus contributed to the dislodgement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut pro transcatheter aortic valve; product ID: evolutpro-26-us (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant of this transcatheter bioprosthetic valve, while the delivery catheter system (dcs) was withdrawn, the valve dislodged. A second valve was implanted.